Event description:
It was reported that the patient experienced increased pain at the ipg site due to the thinning of the skin over the scar incision. It was also noted that the patient experienced inadequate and intermittent stimulation as the ipg would shut on and off by itself. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted.